Manufacturer narrative:
Findings: unit had a missing retainer. Unable to perform the displacement test due to missing retainer. Unit passed the sleep current measurement and active current measurement. Unit was returned for power error detected alarm and was confirmed in the formatted history file. Detail trace analysis confirmed the pump alarmed power error detected alarm was triggered due to connector resistance issue. After disconnecting and reconnecting the internal battery connector, the unit was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specifications. Unit had a missing reservoir tube o-ring, minor scratched display window, scratched case and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a power error detected. The customer¿s blood glucose level was 150 mg/dl. The customer stated that they had recurring power error detected alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device had a missing retainer. Unable to perform the displacement test due to missing retainer. Device passed the sleep current measurement and active current measurement. Device was returned for power error detected and was confirmed in the formatted history file. Detail trace analysis confirmed the pump alarmed power error detected was triggered due to connector resistance issue. After disconnecting and reconnecting the internal battery connector at electrical board, the device was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Device had a missing reservoir tube o-ring, minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date. The correct aware date is 21-mar-2017.